Event description:
During prep, it was noticed that the 10x60 smart control stent was prematurely deployed. The product was stored correctly. It is unk if there was any damage to the package prior to opening. The product looked normal when taken from the packaging. While being prepped it was noticed that the stent has partially deployed. The product was not used in the pt. Another product with the same catalog and lot number was used successfully to treat the lesion.

Manufacturer narrative:
The product is available for eval and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.